Event description:
On (B)(4) 2019 arjo was made aware of the event that took place on (B)(6) 2019 in (B)(6). Based on the information shared by the customer facility, during lowering the resident, she released one of the handles and leaned towards the sara flex lifting arm. Subsequently, the resident collapsed and slid out of the sling to the floor. The caregiver was able to support the resident and reduce speed of the fall. During this fall, the resident abraded with her right shoulder at the toilet. Afterwards, she mentioned pain in the area of her right shoulder, but refused medication as well as x-ray examination. The resident was hospitalized on (B)(6) 2019 and passed away 11 days later. According to facility staff, the resident sustained fractures of several ribs. One rib punctured the lung. It was indicated by the caregiver that the resident was buckled in with the legs safety straps as well as the sling.